Event description:
It was reported that during a laparoscopic nephro-uretectomy the surgeon used the device for dissection and mobilization on some structures. Suddenly it was overheard that the surgeon mentioned that he had punctured the ivc. Noticed there is a hole at ivc and surgeon used suture to repair the site. It is unsure how this was happened. The procedure was completed successfully. On the next day, the news was heard that the patient had passed away.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: 1. Is there an alleged deficiency with the device that may cause or contributed to the damaged ivc and/or to the death of the patient? If yes, please explain. Ans: not sure. 2. What were the target structures at the time of the ivc injury? Ans: unsure as surgeon didn¿t bring this issue up. 3. What is the timeline of events? Ans: n/a. 4. Was an autopsy was performed? Ans: n/a. 5. What was the cause of death? Ans: unknown. 6. Is the surgeon interested in speaking with ethicon medical and engineering? Ans: no. Remarks by sales rep: surgeon did not mention about device faulty for this case and sales rep reported it up based on her observation at that time. Sales rep did not stay on for whole case as she had another case ongoing in another ot. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.